Manufacturer narrative:
H4: the lot was manufactured from january 28, 2019 - january 29, 2019. H10: the device received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a sterile repeater pump tube set leaked near the needle connecting location. This was identified prior to patient use. There was no patient involvement. No additional information is available.